Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient fell on (B)(6) and has been having lower back pain since. The patient also reported that they ¿messed up¿ their knee. The patient wanted to have an MRI to see if there was anything wrong with the system. No further complications are anticipated.